Manufacturer narrative:
Other relevant device(s) are: product ID: kit svc o2 bi71000548 comp ias ser (B)(4). The issue was resolved over the phone. System checkout was not necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system could not take x-ray. The issue was resolved over phone support. The system was rebooted, and the equipment ran successfully. There was no patient involvement.